Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by plaintiff¿s attorney that the plaintiff was implanted with a miniarc sling system on or about (B)(6) 2009 to treat her stress urinary incontinence. Plaintiff¿s attorney alleged plaintiff suffered serious bodily injuries, including, but not limited to, pelvic pain, urinary problems, severe and permanent injuries. Plaintiff¿s attorney also alleged plaintiff experienced significant mental and physical pain and suffering and debilitating injuries.